Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the patient¿s post-operative complication. None of the sureform 60 reloads used during the case are available for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. Site history review: as of 07/14/2020 a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. Sureform stapler instrument part number: 480460-09, lot l93200209-0208 fired 7 blue sureform reloads. All firings completed per logs, 3rd and 6th firings had 1 pause for compression, and all other firings had no pauses and no incomplete clamps on any install. Isi received a video clip of a da vinci-assisted surgical procedure. A review of the video clip was conducted by an isi clinical development engineer (cde). The following additional information was provided: sureform 60 is placed and begins staple line with blue reload, extends staple line linearly with multiple staple fires into the stomach. Some crossing of staple lines can be observed after each fire. Staple formation and tissue approximation appear normal after each fire. During preparation for a fire at ~31:30 of the video, the tissue appears to roll/bunch up within the jaws, and multiple attempts are made to un-bunch/flatten the tissue before firing. The staple line is then completed with additional fires. The field is then cleared of blood and re-filled with water by a suction irrigator. After the water is suctioned away, a non-intuitive laparoscopic tool is used to spray a substance (likely a sealant) onto the staple line. The finished staple line does not appear to have any defects or irregularities. Based on video review, it could not be determined if/how the use of non-intuitive devices affected the outcome of the procedure, nor the occurrence of hematoma or post-operative leakage. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient experienced a staple line leak and developed a hematoma. As a result, the patient underwent a secondary traditional laparoscopic surgical procedure to clean out the hematoma. Although the site is not alleging a malfunction of a davinci stapler product occurred, the site speculates the cause of the staple line leak related to the use of a new bougie product that was not manufactured by intuitive surgical. However, at this time, the cause of the post-operative complication is unknown. The staple line from the initial robotic procedure was reportedly intact.

Event description:
It was reported that after undergoing a da vinci-assisted sleeve gastrectomy procedure, post-operative day #10 the patient was identified to have a hematoma on a staple line. On 14-jul-2020, intuitive surgical, inc. (Isi) contacted the isi bariatric sales manager (bsm) and obtained the following additional information regarding the reported event: the bsm was not present during the surgical procedure. However, the bsm spoke at length to the surgeon regarding the reported event. It was reported that on (B)(6) 2020 (first procedure of the day), the patient underwent a sleeve gastrectomy procedure. The sureform60 stapler instrument was used during the procedure with blue sureform60 reloads. There were no stapling related issues observed during the da vinci-assisted surgical procedure. In addition, there were no reported intra-operative complications. It was confirmed that there were no clamping issues, or any system generated error, pauses during clamping. Post-operative day #10, the patient returned to the hospital in pain. As a result, the patient underwent a laparoscopic surgical procedure. The surgeon identified a staple line leak with a hematoma on what was believed to be the second to last staple line of the initial sleeve gastrectomy procedure. The staple line was reportedly intact. The staple line was cleaned, washed and a drain was placed on the hematoma. The surgeon speculates the cause of the staple line leak could be related to the use of a new bougie product, not manufactured by intuitive surgical, since that¿s the only difference from her all of her previous procedures. However, the cause of the patient¿s post-operative complication is unknown at this time. It was confirmed that the site did not allege the malfunction of an intuitive instrument, accessory, or system to have occurred. The patient is reported to be stable and recovering well. There is a video recording of the procedure. The bsm confirmed that the sureform stapler instrument and all the reloads used during the procedure were discarded since there were no stapling related issues during the initial procedure.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of a staple line leak and developed a hematoma, which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex e, annex f, annex a and annex g. B1 updated from "adverse event" to "adverse event and product problem". Annex e updated to include e0506 and e2330 due to the report of ¿leak¿ and ¿pain¿. Annex f updated to include f23 due to the report of ¿patient underwent a laparoscopic surgical procedure¿ . Annex a updated to include (B)(6) due to the report of ¿staple line leak¿. Annex g updated to include (B)(4) as complaint is related to the staple.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated information can be found in the following fields: g4, g7, h2, and h10. Corrected information can be found in the following field: the blank MDR fields section of h10 on the initial MDR should have included the following: "the expiration date in section d4 is not applicable to the isi product."

Event description:
Refer to h10/h11 for follow-up information.